Event description:
It was reported that the right atrium (ra) lead became dislodged during elective replacement of the right ventricular (rv) lead. The physician was concerned that the ra lead may have been damaged and decided to replaced the ra lead with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned to the manufacturer. Analysis is unknown/not analyzed. Legal-no analysis performed.

Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.